Manufacturer narrative:
(B)(4). The event date is unknown. As a result, the 1st day of the month has been entered as the event date. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30270131m, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. At the end of an ablation procedure in the apex of the left ventricle, a steam pop like event occurred, that lead to a pericardial effusion. Surgical intervention and extended hospitalization was required. The patient had fully recovered. In the opinion of the physician it was not due to biosense webster products. More likely it was a mix of re-do procedure and an unfortunate patient condition. All force visualization features were used. Visitag module was used with following parameters for stability: standard settings: 3mm, 3s, 25% over 3g. Transseptal was not performed. No error messages were observed on biosense webster equipment.